Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia. Concurrent conditions included cyst of ovary since (B)(6) 2013, menses irregular, menopause, stress urinary incontinence, urinary urgency, nocturia, idiopathic granulomatous mastitis, uterus enlarged, endometrial thickening, uterine bleeding and intramural leiomyoma of uterus. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary problems or changes"), 2 years 6 months after insertion of essure. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infections"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), cystitis ("bladder infection"), fatigue ("fatigue"), headache ("headache"), migraine ("migraines / headaches"), nausea ("nausea") and rash papular ("rashes or skin conditions type: small itchy bumps") and was found to have weight increased ("weight gain") and uterine leiomyoma ("tumor / teratoma / cancer type: fibroids"). The patient was treated with surgery (total laparoscopic hysterectomy, lysis of adhesion,bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, vaginal discharge, back pain, dysmenorrhoea, dyspareunia, menorrhagia, allergy to metals and cystitis had resolved and the weight increased, fatigue, headache, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, urinary tract infection, migraine, nausea, rash papular and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, rash papular, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for events ¿ dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), abdominal pain, back pain, nickel allergy, bladder infection., vaginal. Discharge, pelvic pain. Discrepancy noted in insertion date (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure confirmation test(s) (unspecified) bilateral occlusion; in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2019: pfs received - new events abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, urinary tract infections, migraines / headaches, nausea, rashes or skin conditions type: small itchy bumps and fibroids were added. Patient height and race were added. New reporter were added. Medical history and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), allergy to metals ("nickel allergy"), cystitis ("bladder infection"), fatigue ("fatigue") and headache ("headache") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, vaginal discharge, back pain, dysmenorrhoea, dyspareunia, menorrhagia, allergy to metals and cystitis had resolved and the weight increased, fatigue and headache outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: patient received treatment for events ¿ dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), abdominal pain, back pain, nickel allergy, bladder infection., vaginal. Discharge, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received-event injury updated to pelvic pain. New events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), nickel allergy, bladder infection., vaginal. Discharge, fatigue ,headaches ,weight gain were added. Outcome of pelvic pain updated to recovered / resolved. Patient information and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.